Event description:
Customer's mother stated that the customer went into the pool and the insulin pump now had liquid inside the screen of the device. Customer's blood glucose reading at the time of the call was 182 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with moisture damage on the electronics, motor and battery tube assembly. No moisture damage on the vibrator and keypad assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.